Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking from tubing on (B)(6) 2024. The infusion set was on use for four days. No further information available.

Manufacturer narrative:
Patient city: (B)(6).